Event description:
It was reported to philips that the system would not bootup and stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system would not bootup and stuck at 00:00. Review of the log files confirmed the flex vision pc malfunction and host-pc could not connect to the flex vision-pc. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the flex pc not turned on and tested cmos battery and found to be 3.1v. Fse replaced the cmos battery at 3.3v. After the replacement of cmos battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.